Event description:
Reported via the phone. Nonconformity report to follow cardiohelp the venous inlet on the venous side has clotted off. There is a clot in the system. This changes the delta and act's. Patient was placed on the cardiohelp on (B)(6) 2012. No injuries to the patient. (B)(4).